Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified a broken plug strap and an opening on posterior. Leak test and microscopic analysis were performed which identified a sharp broken edge opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on posterior assessed as an unidentified (tear) opening, and a sharp broken edge on plug strap assessed as an unidentified (tear) opening.

Event description:
Additionally, healthcare professional reported "partial double capsule and partial implant adhesion". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant deflation. Device remains implanted.